Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that cusa clarity 23khz handpiece (c7023) was not cooling during a hepatectomy procedure. The patient sustained an abdominal burn(not severe, burnt the tissue more than normal) while the assistant had a fingertip burn (not severe, blisters on their finger). No surgical delay has been reported.

Manufacturer narrative:
Additional information received with the following information: product ID: c7023p, serial number: (B)(6).

Manufacturer narrative:
The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed.

Manufacturer narrative:
The cusa clarity 23khz handpiece (c7023) was not returned for evaluation (as the facility was unsure on which handpiece they used) therefore, an evaluation of the device could not be performed. Additionally, lot number information has not been provided; therefore, device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. Based on the reported failure of "handpiece not cooling, patient and user burned" the complaint may have been a result of cooling system failure. However, without testing device it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.